Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer's device, stryker observed that the device would not boot up properly. As a result, defibrillation therapy may be unavailable if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Further analysis showed that the device's "not ready" status is due to a service code. The device log was cleared, and the device continued to log the service code. The cause of the reported issue could not be conclusively determined. Device archived by stryker.